Event description:
The customer reported getting no delivery alarms. Troubleshooting was performed. The caller stated that the alarms occurred during manual prime. Advised the customer to insert the reservoir into the device and to run the manual prime test, but the insulin pump did not alarm no delivery. The customer declined to continue testing and stated that she has been hospitalized twice in the past due to bent cannulas. The caller stated that her blood glucose went over 600mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.